Manufacturer narrative:
Stryker evaluated the device and verified the issue. It was found that the magnet was missing from the lid of the device. The lid was replaced and new battery was sent to the customer. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The lid was sent to the stryker product assessment center (pac) for evaluation. An evaluation of the lid found that the magnet retainer tabs were damaged, which caused the magnet to not be retained. Root cause is traced to user.

Event description:
The customer contacted stryker to report that their device did not give voice guidance. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
A distributor of stryker evaluated the device and could not duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not give voice guidance. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.